Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pancreatic pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the second flange could not be deployed and became stuck in the forceps channel. As a result, the stent was removed, and the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent second flange stuck in scope. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Upon visual inspection, the stent was fully covered and remained undeployed. A kink was observed in the catheter near the proximal end, close to the handle. X-ray evaluation confirmed the stent remained loaded within the stent pod. The proximal braid ends appeared folded over themselves, and the cautery wire appeared broken at the ro marker. The stent was observed to occupy the full length of the stent pod, extending from over the ro marker to the proximal end of the nose cone. The coiled wire at the monopolar plug was noted to be as expected. The device tip showed evidence of prior cautery use, and the outer sheath and pusher were correctly positioned within the slider/handle assembly. Functional testing was performed. When the kinked catheter was manually straightened, the distal (first) flange deployed easily. Sheath retraction distance measured approximately 39 mm, consistent with the slider retraction distance. The proximal flange was also deployed without resistance. Upon deployment, the stent achieved approximately 80% of its intended expansion immediately, though not fully to its designed shape. The stent coating was observed to contain multiple perforations; however, this condition is considered acceptable per product specifications. Following deployment, repositioning of the sheath demonstrated improper alignment with the nose cone, suggesting a degree of inner catheter elongation. Additionally, the coating wire was found detached and kinked. Product analysis could not confirm the reported event of stent second flange stuck in scope, as the stent was returned fully covered and undeployed. There is insufficient objective information to determine whether the reported event was attributable to device malfunction or to device manipulation during the procedure. During analysis, the coating wire was found detached and kinked. The observed damaged on the inner sheath are most likely consistent with procedural factors, including the application of excessive force or the manner in which the device was handled and manipulated during use. Improper stent expansion was noticed. However, stent expansion rates can be influenced by external factors such as the degree of compression during loading, the duration of constrained storage, and environmental conditions including temperature and humidity. These variables may affect stent behavior upon release from the catheter delivery system and could contribute to delayed or suboptimal expansion performance. Therefore, taking all available information into consideration, the overall root cause of the reported events is unable to exclude device problem. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent second flange stuck in scope.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pancreatic pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the second flange could not be deployed and became stuck in the forceps channel. To. As a result, the stent was removed, and the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be stable.